Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for short v-v intervals and high rate non-sustained episodes. A fracture of the rv lead was suspected. The rv lead was programmed off. No patient complications have been reported as a result of this event.